Manufacturer narrative:
B5: additional information: a shorter lens was implanted into the patient's eye after the initial lens was removed. H3-device evaluation: the lens was returned in liquid in a contact lens case. There was residue on the lens surface. Visual inspection found debris on the lens and no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens, -13.0/+3.0/093 (sphere/cylinder/axis) was implanted into the patient's eye. Reportedly, it was removed due to elevated iop. Attempts to obtain additional information have not been successful.